Event description:
Initial ((B)(6) 2023): on (B)(6) 2023 a consumer called to report their compound w nitrofreeze spray caught on fire. The company attempted to contact the consumer on 3 separate occasions ((B)(6) 2023, (B)(6) 2023 and (B)(6) 2023) to gain additional information with no response from the consumer. There were no injuries reported. Meddra version 25.1. Product component operation issue. According to the company reference safety information.